Event description:
Customer reported the system displayed a control panel error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the circuit boards and connectors. System operates as intended.